Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. The reported problem is most possible caused by bad docking and patient¿s eye movement. The system shows no deviation which can contribute the reported problem from the technical side. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with a partial flap in the left eye after laser treatment. As the doctor was lifting the flap on the nasal side, the flap tore and left about 10 percent of the flap. Since the patient was a spherical treatment, the doctor felt it was lifted enough to treat. The treatment was completed and the flap was put back down. It was noted that the patient's head had to be pushed back down multiple times during the procedure due to movement. It was also noted that they could hear what sounded like vacuum loss during treatment. Additional information has been requested.